Manufacturer narrative:
If your t:slim pump detects an insulin level in the cartridge of 1 unit or less, the empty cartridge alarm occurs and all insulin deliveries are stopped. You must change the cartridge and fill the new cartridge with insulin before you can resume delivery. The alarm will continue until the condition has been corrected. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer's healthcare provider had reviewed the pump t:connect data and identified a gap in basal delivery. Tandem technical support reviewed the data and found that on (B)(6) 2016 after receiving and acknowledging a low insulin pump alert, the custom received an empty cartridge alarm. A new cartridge was loaded onto the pump in the morning of (B)(6) 2016. Insulin delivery was then resumed. The gap in the basal delivery was found to have been caused by the user not changing the cartridge after it ran out of insulin. The customer's parent could not pinpoint a specific elevated blood glucose during this time period and indicated that the customer would have corrected an elevated bg level by delivering a bolus.